Event description:
82 y/o with history of heart block for pacemaker generator elective replacement, reported felt some shaking and weakness but no dizziness. EKG showed sinus rhythm in the 90's with third degree av block and ventricular pacing at 63 with normal capture. There was no charge with the magnet. In or where the analysis of the previous lead revealed no measurable resistence confirming insulation failure.